Manufacturer narrative:
Should be adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that the patient's device was "already emptied" the pump did not have morphine anymore and was not functioning well. No symptoms were reported. No further complications were anticipated/reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2018-feb-16 indicated during the summer of 2017 the pain pump was emptied. When asked to clarify the device not functioning well it was noted patient was too sleepy at times. The patient stated they experienced no symptoms. The patient's weight at time of event was (B)(6) pounds. The cause of the empty pump was noted to be that the patient was too sleepy. Actions/interventions taken to resolve the empty pump included the patient had a spinal cord stimulator implanted to ease the back pain. It was noted that the empty pump was not resolved and the patient will eventually need the pump to be removed. No further complications were reported/anticipated.